Event description:
Surgeon and surgical technician alerted the circulating nurse in the operating room that during use of the harmonic shears the white tip coating on one side of the shears pulled away from the tip. The white coating of the tip appears to be hanging from the device. Device removed from the surgical field, product failure report filed, charge nurse notified. Surgeon aware. New device obtained, opened to surgical field and used during the procedure. No harm to patient per surgeon.